Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized (B)(6) 2018 due to low blood glucose of 37 mg/dl at the time of the incident. The name of the hospital was acadian ambulance services. The customer was given liquid glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering during boluses. Troubleshooting was not completed as the customer declined. The customer had a low the previous day that they treated for with juice, and they also went high as their pump became disconnected. The insulin pump will not be returned for analysis.